Event description:
It was reported via repair work order that the bed did not have power due to the power cord being unable to plug into the damaged power inlet filter. It was also reported that the power cord sheathing was damaged with no exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.